Event description:
It was reported that the nurse could not unscrew the middle screw plug in the cup. Therefore, the cup was not implanted in the patient and another cup of the same size was used to complete the case. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). G2: foreign: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, d9, g3, g6, h2, h3, h4, h6. Visual examination of the returned product identified the shell is in good overall condition. Upon receipt, one of the screw hole plugs has been removed. The left-most plug remains assembled and is undamaged. The upper-most screw plug has a hex feature that has become stripped. A white fiber was observed and removed, with a forceps, from the inside of the stripped hex feature during the evaluation. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. Complaint confirmed based on evaluation of returned product. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.